Event description:
Percutaneous endoscopic gastrostomy tube inserted. Pt complained of pain when fed. CT done - pt returned to or percutaneous endoscopic gastrostomy tube with broken balloon found in abdominal cavity - percutaneous endoscopic gastrostomy tube removed.